Manufacturer narrative:
(B)(4). The reported condition was confirmed. The assignable cause is user error. There was no repair performed for the reported condition.

Event description:
The facility representative contacted baxter to report a flogard infusion pump in which an overinfusion occurred with a patient. A 100 milliliters was prepared of solution with regulatory insulin to be infused at a rate of 1 milliliter/hour. In 15-20 minutes, the solution was infused to the patient. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.